Event description:
On 2/7/97 the pt underwent myocardial revascularization with CABG (five vessels). Two mediastinal chest tubes were placed. On 2/8/97 while removing the left mediastinal chest tube, the tube was entrapped and the tube fractured. The pt required a surgical procedure to remove the retained chest tube.